Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error or excessive no delivery alarms were noted. The insulin pump alarmed for an unexpected restart after a battery change due to a faulty interface board connector. The motor was tested okay.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 168 mg/dl. The customer stated that they filled the reservoir but the icon on the screen of the insulin pump indicates empty. Also, the battery icon on the display showed only one bar, but the customer stated that they had just inserted new batteries. Assistance was provided to reset the date and the time. In the history of the alarm there were multiple errors including, no delivery, motor error and reset alarms. The customer stated that a part of the battery compartment had chipped off and the battery cap was not able to keep the connection. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.